Event description:
It was reported that the patient had a lead revision because the location of the lead implant in her neck wasn't ideal and she couldn't get coverage. Since the revision, the stimulation was only covering half of the desired area, due to severe tissue scaring of her injuries in the past. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)